Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the foot caught tissue or calcification. When this occurs the foot during closure can surf distally and lock over the guide edge. With the foot locked in the partially open state, a latched onto tissue entrapment is likely. If locked, the foot cannot be moved without direct access to the actuator wire. The account reported the handle was opened to retract the foot indicating access to the control wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no. H6 - medical device problem code 2921 was removed and code 1212 was added.

Event description:
User facility medsun # (B)(4), stating: the foot plate would not retract upon removal attempt. Md had to break the handle open and retract the foot mechanism manually. No patient harm was noted.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. Medsun report: (B)(4).